Event description:
Customer initially reported "this fiber was being used during a case when a problem was noticed. Upon the next fire, there was no light. The surgeon attempted to fire again with same result. As the surgeon removed the fiber, he noticed it was broken into two pieces. The reporter of this problem was told that no harm was done to the patient and all pieces retrieved. Since this occurred at the end of the procedure no new fiber was needed and all items were discarded in the trash receptacle". At a later date, the surgical technician reported "the fiber was in a scope and was actively firing then stopped. They pulled out the fiber and noticed it was broken". This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
(B)(4). Method: device not returned-evaluation based on reporter's narrative. Other firm reference number: (B)(4). Device was not returned to manufacturer.